Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives. There was no adverse impact to the customer's blood glucose level.